Event description:
A customer reported an issue with the pump's touchscreen, which was not cracked or shattered, where the screen was frozen and non-responsive. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, but after the customer attempted the reset, the screen became completely black, leaving the customer still unable to interact with the pump. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.